Manufacturer narrative:
(B)(4). G2: australia. No part was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with abnormal acetabular cup with possible fracture, loosening and fracture of the polyethylene liner. Possible fractured screw seen inferomedially. Punctate hyperdense foci surrounding the right hip could represent evidence of metallosis. The complaint could not be confirmed. Radiograph findings only indicated possible findings on the evaluation of the provided x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision due to implant loosening. Attempts have been made and no further information is available.